Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one powered stapler. Evaluation of the data logs indicated that the relative state of charge was not decreasing during system uptime. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. The root cause for this failure was discrepancies between the reported state of charge and actual state of charge as calculated from the battery voltage. The most probable root cause of the incorrect state of charge reading is due to an error with the bq chip. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an open gastrectomy, the handle appeared to be fully charged but died between the 2nd and 3rd firings of the procedure. The handle was solid green while on the charger and only sat on the field unused for 60-90 minutes. It was also stated that the device did not fire, was not able to press the green button and squeeze by the surgeon. A new device was used in order to complete the case. No patient injury has been noted.